Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient recently had a bad urinary tract infection and was waiting for it to clear up completely before using the again, as per information patient did not think the pure wick female external catheter caused infection. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.